Manufacturer narrative:
(B)(4).

Event description:
It was reported that the end of life (eol) message was seen. It was noted that the patient had not had good therapy for quite some time. It was noted that the patient had been very ill for the past year. It was noted that over the past year, the patient mentioned that when they were in bed rolling around, they experienced intermittent stimulation. It was unknown when this issue began. It was noted that in (B)(6) 2014, the patient was unable to feel stimulation. It was noted that the patient didn¿t really use the patient programmer. It was noted that the patient had been getting good therapy before. It was noted that the battery was reading low and then the stimulation ceased all together and the battery read eol. It was noted that the impedances were measured. It was noted that the impedances were within normal limits for all contacts, except no data was recorded on contact 1.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l34551, implanted: (B)(6) 1994, product type: lead; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 749851, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).